Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the right ventricular lead exhibited no capture at max output and pulse width. The lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.